Event description:
It was reported by hospital staff that the patient continues to have random alarms on 4 of his 6 batteries. These were witnessed and confirmed at the clinic. There appears to be a connection issue as the controller will alarm, the battery icon will turn yellow, the speed will drop (bounce), and then immediately, it returns to normal. The alarms do not log on the monitor or in the alarm history. The controller and batteries were exchanged. It was reported that there were no effects on the patient. This is report five of five reports (3007042319-2015-00885, 00886, 00887, 00888 and 00889) submitted for devices related to the same event.

Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms and premature switching events. Log file analysis also revealed invalid cycle counts. Analysis of the device revealed that the devices met specifications; the device passed visual examination and functional testing. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. The manufacturer has opened internal investigations to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of five reports (3007042319-2015-00885, 00886, 00887, 00888 and 00889) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report five of five reports (3007042319-2015-00885, 00886, 00887, 00888 and 00889) submitted for devices related to the same event.